Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the device evaluation/repair.

Event description:
It was reported a ventilator display froze and the device would not turn off. The power pack was removed and it shutdown after the internal battery ran out. There was no patient involvement.